Manufacturer narrative:
Correction: d4: unique identifier (UDI). Additional information: d4 expiration date, d9, h3, h4, h6, h11. D4: expiration date: update the null value from 'ni' to 'n/a'. H11: three (3) actual devices were received for evaluation. Visual inspection identified the primary packaging was opened on the packaging border for one (1) sample; the other samples were sealed correctly. The reported condition was verified for one (1) sample; however, not verified for two (2) samples. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of ninety-four (94) clearlink system continu-flo solution sets were damaged. The packaging was deflated, and there were holes in the seam of the packaging. The damaged sterile packaging was discovered while the devices were still in the packaging prior to patient use. There was no patient involvement. No additional information is available.